Event description:
On (B)(6) 2013 hill-rom issued an urgent medical device correction for the accumax quantum mattress when used with the total care bed. When the device correction was issued, hill-rom stated they were working on a correction.the potential issue with the mattress/bed is that when the bed is put into a sitting position and a patient back-ups to the bed to sit, the mattress magnets may not hold the mattress secure to the bed frame and the patient could slide down to the floor.in june our ICU staff was educated to be aware of the potential fall risk. We attempted to follow up with hill-rom's technical support last week regarding the status of a correction. The manufacturer's technical support staff member was contacted and stated that there isn't a correction for the mattress magnets and there wouldn't be one. He stated the alert was an effort to warn staff of the potential risk.====================== manufacturer response for accumax quantum mattress, hill-rom accumax quantum mattress (per site reporter).====================== hill-rom states there is no correction for the mattress magnets and there will not be one.